Manufacturer narrative:
The biomedical engineer reported that the patient data has stopped flowing to cerner (emr). There was a recent power surge and that may have caused the data flow issue. They stated that patient monitoring was affected on the central nurse's station (cns) when they had this issue. Nihon kohden computer information technology systems support (cits) found that the server went down due to broad based power outage that affected several hospital servers and in the case of the hl7 gateway, which affected the data going to the emr, crashed the interfaces. Eventually able to get in to reset and restart interfaces. Confirmed with users that all was flowing correctly again. No patient harm was reported.

Event description:
The biomedical engineer reported that the patient data has stopped flowing to cerner (emr). There was a recent power surge, and that may have caused the data flow issue. They stated that patient monitoring was affected on the central nurse's station (cns) when they had this issue. Nihon kohden computer information technology systems support (cits) found that the server went down due to broad based power outage that affected several hospital servers, and in the case of the hl7 gateway, which affected the data going to the emr, crashed the interfaces. Eventually able to get in to reset, and restart interfaces. Confirmed with users that all was flowing correctly again. No patient harm was reported.

Event description:
The biomedical engineer reported that the patient data has stopped flowing to cerner (emr). There was a recent power surge and that may have caused the data flow issue. They stated that patient monitoring was affected on the central nurse's station (cns) when they had this issue. Nihon kohden computer information technology systems support (cits) found that the server went down due to broad based power outage that affected several hospital servers and in the case of the hl7 gateway which affected the data going to the emr, crashed the interfaces. Eventually able to get in to reset and restart interfaces. Confirmed with users that all was flowing correctly again. No patient harm was reported.

Manufacturer narrative:
Details of complaint: two reported issues: 1) the customer reported that the data has stopped flowing to cerner (emr). Customer states that there was a recent power surge and that may have caused the data flow issue. Data not flowing to emr does not impact continuity of patient monitoring 2) they stated that there was stoppage of patient monitoring at the cns. Customer did not elaborate on the stoppage of monitoring. When inquired, customer did not discuss the stoppage of monitoring but only the issue of data flowing to emr. Stoppage of monitoring patient at the cns would trigger messages to notify user of the issue (e.g., communication loss or signal loss). Since there is no further information to suggest a stoppage of monitoring, the exposure to patient adverse patient impact is limited. Communication between cns and emr through tcp/ip communication as follows as follows: customer provided the model/sn of the gateway server: a/cgs-9002, d00028. Service requested / performed: troubleshooting. Investigation summary: the root cause of the incident reported on 09/18/2020 was attributed to a power outage at the hospital that cause server issue. No issues were noted elsewhere on the network (e.g., not at the cns). The model/sn of the cns was not provided. Service history for this customer site shows there has not been a repeated occurrence. The risk level is determined to by medium. No CAPA is required at this time.